Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported, her insulin infusion device displayed an e6 (mechanical error). The pt was instructed to reinsert the battery into the device and perform the change to the cartridge procedure which successfully cleared the alarm. The pt then reported an elevated blood glucose reading of 150 mg/dl with her normal range being 90-100 mg/dl. She stated, her symptoms were feeling exhausted. On follow up with the pt, she stated her blood glucose readings are "back to normal" and she thinks her elevated reading was due to her poor diet that day. She stated, she changed her battery, infusion set and cartridge and has had no further e6 errors. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.